Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose level was 138 mg/dl and the sensor glucose level was 61 mg/dl at the time of the incident. The customer reported calibration error, change sensor alarm and another threshold suspend. The customer had blood glucose level ranges of 169mg/dl, 95 mg/dl, 150 mg/dl and 233 mg/dl. The customer did troubleshoot the issues. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a paradigm pump. Connected the sensor to the transmitter and placed it in 100 bts, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor the sensor functioned properly. Cannot performed bbs test as the sensor is beyond its expiration date.